Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). As the device was not returned, an analysis investigation could not be performed.¿ a conclusion could not be reached as to what may have caused or contributed to the event.¿ the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Low anterior resection where was the site of the leak? What was the location where the circular stapler was used or the enseal device? Unknown was there thermal damage near or at the site of the leak that would be correlated to the enseal device? Unknown does the surgeon believe that the leak and infection is associated to the enseal device? If yes, why? Yes, improper sealing does the surgeon believe that the leak and infection is associated to the cdh29p device? If yes, why? Unknown did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Resident where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown were there any issues with device use/firing? When using enseal I-blade would jump, I believe due to improper technique of using device what confirmation was received that the device completed the firing sequence? Unknown was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Two was there any difficulty removing the device? Unknown was a complete transection of the white breakaway washer visually confirmed? Unknown were the donuts inspected? If so, please describe. Yes were there any issues noted with staple formation? If so, please describe the shape and location. Unknown was a leak test performed? If so, what type and what was the result? Yes, unknown was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? 2-3 days how was the leak identified? Unknown what was observed at the site of the leak upon reoperation? Unknown how was the leak addressed? Unknown if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post-op patient had an anastomotic leak/surgical site infection after colorectal case.